Event description:
The stabilizer (527300e/ lot 70311645) wire was received for evaluation and the analysis revealed that the tip end was observed coiled and unraveled. The original information received from the affiliate states that the first stabilizer (527300e/ lot 70311645) wire could not be retracted through outback cannula after deployment as it became stuck on needle. The wire and the outback were removed from the patient as a unit. Once outside the patient the wire was removed from the catheter and it appeared that the coating on end of the wire had come off. After removal of the wire the catheter was prepped again and another stabilizer (527300e/ lot 70311645) wire was advanced through the same catheter but the wire tip would not pass through the outback cannula after the needle was deployed. The wire was removed and another stabilizer was advanced and the lesion was successfully treated. There is no indication that any of the first wire used wire remained in the patient. The physician made no attempt to retrieve any separated part of the wire. There was no reported injury to the patient. The two wires will be returned for analysis. The outback was discarded. The product was properly inspected and prepped and no anomalies were noted. The cannula actuated smoothly during prep. The target site was an occluded left iliac with low calcification. The stabilizer guide wire was received and the tip end was observed coiled and unraveled.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report #1016427-2012-00124 and 1016427-2012-00142.

Manufacturer narrative:
The information received from the affiliate states that after deployment the first stabilizer wire could not be retracted back through the outback cannula as it became stuck on the needle. The wire and the outback were removed from the patient as a unit. Once outside the patient the wire was removed from the catheter and it appeared that the coating on the end of the wire had come off. After removal of the wire the outback was prepped again and another stabilizer wire was advanced through but again the wire tip would not pass through the outback cannula after the needle was deployed. The wire was removed and another stabilizer was advanced and the lesion was successfully treated. There is no indication that any portion of the first wire used remained in the patient and the physician made no attempt to retrieve any separated part of the wire. There was no reported injury to the patient. The product was properly inspected and prepped and no anomalies were noted. The cannula actuated smoothly during prep. The target site was an occluded left iliac with low calcification. A non-sterile unit of sgw .014 stabilizer 300cm was received coiled inside of a plastic bag. A stabilizer guide wire was received and was observed bent conditions at 45cm, 135cm, 152cm and 178cm from proximal end, tip end was observed coiled and unraveled. Blood was observed at 0.5 cm from distal tip. Outback involved was not received. Functional analysis was not performed due to conditions of the received device. Stabilizer guide wire was observed under vision system and no other damaged were observed only the found in the visual analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported failure by the customer as 'guidewire/impeded' was confirmed as functional test could not be performed, this was due to the damaged conditions observed on the distal tip of the received stabilizer guidewire. The cause of the damages as bent, coiled and unraveled could not be conclusively determined. However, procedural or handling factors could have contributed to the event. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #1016427-2012-00124 and 1016427-2012-00142.